Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss or change of therapy and was not feeling stimulation. She fell off a ladder on (B)(6) 2016 and thought "maybe it turned off" and she had not peed since then either. She was on program 3 at 3.1 volts and stimulation was on, but she did not feel it. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. What was done to intervene was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.